Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
All channels are affected by high impedance.

Manufacturer narrative:
Conclusion: damage to the active electrode consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found.this is a final report.

Event description:
All channels impedances were affected. It is unknown if the user's hearing performance with the device was affected. The user was re-implanted with a shorter electrode type due to a cochlear malformation. The user was also implanted on the contra-lateral side in the same surgery.